Event description:
Edwards received notification of a pascal in mitral procedure where the device was implanted at a2p2 medial position. The initial mr (mitral regurgitation) jet was 4+ prior to implant. Mr was reduced to moderate. Due to anatomy disease state of the mitral valve, it was decided to leave the implant and not pursue a second implant. Guide sheath was removed. Anesthesia began to remove the endotracheal tube. The patient became hypertensive and tachycardic, looked to be in afib. Echo technician was still in the room and performed tte (transthoracic echocardiogram). Implant was no longer attached to posterior leaflet. Mr at time of slda was moderate. Patient was prepped for second procedure with a new gs, and another device was placed at a2p2 to stabilize the first device. Ace was deployed, and first device was stabilized. Mr was reevaluated and determined to be mild. The guide sheath was removed. The procedure was completed. Patient was stable. Mr was reduced from severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.